Event description:
Patient undergoing laparoscopic cholecystectomy. The 5 mm endoclip would not fire/malfunctioned during the case. It was removed from the patient and new one obtained immediately. No patient harm.